Manufacturer narrative:
1. DHR/bhr review(lot#3290314): 1)this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the damage state of the catheter of the complained sample cannot be confirmed, the root cause of the leakage cannot be determined. H3 other text : see narrative.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn leaked. The following information was provided by the initial reporter translated from chinese to english: "time of device use: (B)(6) 2024, 10:05 a.m. Purpose of use: infusion of chemotherapy drugs basis of use: the patient is undergoing chemotherapy as prescribed by the doctor. Use: normal use adverse event: leakage from the hose of a closed IV needle. Victim impact: repeated punctures, causing pain and delaying patient treatment time of treatment: (B)(6) 2024 at 10:10 a.m. Treatment action taken: repeat puncture with replacement needle adverse event time to improvement: (B)(6) 2024 at 10:10 pm".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.